Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was found to have been returned damaged with broken input disks and dislodged grip cables. As a result the functional test could not be performed. The large hem-o-lok clip applier instrument was found to have multiple input disks broken/cracked. Hairline cracks were found on grip input shaft #7. Input disk #6 was found broken inside of the housing. The instrument was found to have the grip cables dislodged from the input disk at the proximal end. The grip cables became dislodged as a result of the broken input disk.

Manufacturer narrative:
Based on the claim against the product by the customer noting the clip application issue, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer-reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer-reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable malfunction due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the large hem-o-lok clip applier was observed to have not sealed/clipped. The procedure was completed as planned with no reported injury or delay. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no damage was found. After clamping, the surgeon realized that the clip was not tight. A green hem-o-lock was used at a size of medium large. It occurred in the first clip. A backup clip applier was used.